Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The report states that the doctor was performing a bone lesion biopsy and the trocar broke in half. Half of the trocar is stuck in the patient. They attempted to transport patient to cath lab to try to remove the trocar but were unsuccessful. Additional information: the decision therefore was to leave the fragment as is, as any other orthopedic hardware/implant and the patient will complete a course of family's primary concern was result of the biopsy(which was diagnostic).

Event description:
The report states that the doctor was performing a bone lesion biopsy and the trocar broke in half. Half of the trocar is stuck in the patient. They attempted to transport patient to cath lab to try to remove the trocar but were unsuccessful. Additional information: the decision therefore was to leave the fragment as is, as any other orthopedic hardware/implant and the patient will complete a course of family's primary concern was result of the biopsy(which was diagnostic).

Manufacturer narrative:
(B)(4). The DHR file is not available for review. The certificate of compliance certifies that the aforementioned lot meets the lake region medical (viant) quality system requirements and specifications. This product has been manufactured and controlled by lake region medical (viant) in accordance with the FDA qsr and iso 13485:2003. A review of the certificate of conformance found that the needle set passed all the release criteria. The device was released in 11/2019 and is approximately 1 year old. The complaint sample is not available for return. Functional testing and investigation activities cannot be conducted. The complaint root cause cannot be established. The complaint cannot be confirmed. No corrective/preventative actions will be assigned. The complaint sample is not available for return. Functional testing and investigation activities cannot be conducted. The complaint root cause cannot be established. The complaint cannot be confirmed. No further action required.

Manufacturer narrative:
(B)(4). Additional information: to clarify, this all specifically occurred with the biopsy trocar introducer cannula) and not the needle set. It was not half of the trocar but the distal 2cm of the trocar. This occurred during the biopsy near the end after obtaining a 2nd sample.